Manufacturer narrative:
Batch review performed on 06 may 2021: lot 161665: (B)(4) items manufactured and released on 19-apr-2016. Expiration date: 2021-04-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017. Another devices involved: batch review performed on 06 may 2021: gmk-sphere 02.12.0313fl tibial insert fixed sphere flex size 3/11 mm l (k140826)lot 146603: (B)(4) items manufactured and released on 21-jan-2015. Expiration date: 2019-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017. Gmk-sphere 02.07.1201l tibial tray fixed cemented size 1 l (k090988) lot 153502: (B)(4) items manufactured and released on 03-nov-2015. Expiration date: 2020-10-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017.

Event description:
The patient came in reporting tightness due to the presence of scar tissue. The surgeon revised the femoral component, tibial tray, and insert 4 years and 4 months after primary. The surgery was completed successfully.